Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The power cord was replaced. The system was then tested and met all product specifications. The power cord was received and a visual assessment of the returned sample showed no visual damage. The power cord was tested for continuity and was found to have an intermittent connection when the cable moved around. The complaint was confirmed. The system was manufactured on november 13, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming power cord. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system powered off when the ac cord was moved prior to a surgical procedure. The ac cord was in a fixed position during usage and the system started up properly and the surgery was initiated and completed with a repeated shut down.